Event description:
Philips healthcare refuses to supply required info pursuant to 21cfr for CT and MRI scanners. MRI scanners requiring installer info, installer tools, installer software access -21cfr 820.170. Achieva 3.0t x series MRI scanner achieva xr achieva 1.5t intera 1.5t, 1.0t, 0.5t nt 1.5t, 1.0t, 0.5t polaris -formally picker- 1.0 eclipse -formally picker -1.5 panorama hfo philips f series magnet systems -formally igc- philips f-2000 series magnet systems -formally igc- CT scanners requiring installer info, aiat info, installer tools, installer software access -21cfr 820.170, 1020.30-33, 1040.10-11 brilliance CT -4,8, 16, 32, and 64- mx8000 CT pq 5000 -formally picker- pq 6000 -formally picker- pqz -formally picker- pqs -formally picker-.